Manufacturer narrative:
The field service representative could not find a cause. He made a small adjustment to the rinse volume and cleaned the analyzer. He ran precision testing and qc with good results. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions. Based on the provided calibration and qc data, there was no indication for a performance issue of reagent or instrument.

Event description:
The initial reporter received questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for one patient sample from the cobas 6000 c (501) module. The initial result was 181 u/l and was reported outside of the laboratory. As the result differed from the patient¿s normal value, the customer repeated testing with results of 144 u/l, 99 u/l, and 100 u/l. The customer then ran a 5-cup precision test with the sample. The results were 105 u/l, 106 u/l, 97 u/l, 106 u/l, and 101 u/l. On another c6000 analyzer, the results were 98 u/l, 112 u/l, 107 u/l, 107 u/l, 97 u/l, and 106 u/l. The customer finally reported a result around 100 u/l. The reagent lot number was 42474901. The expiration date was requested but was not provided.